Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately post implantation the lens was observed to be scratched. The lens was explanted during the original surgery session. Surgery is reported to have prolonged. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner rayone preloaded iol injection system risk matrix identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic): forcing a blocked injector, inadequate lubrification, misuse of device, optic edge trapped / damaged on closure of cartridge. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of physical damaged to lens: sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd:yag operator error; cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone emv rao200e batch 016289067 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 016289067. Without the ability to examine the device and without clear event details being provided it is not possible to determine the root cause of the event.

Event description:
On 1st june 2026, rayner received notification from a healthcare facilty in germany of an event that occurred during the implantation of a rayone emv rao200e. The event description provided states that immediately post implantation the lens was observed to be scratched necessitating explantation.